Event description:
Pt rec'd stent 6/24/99 rt coronary artery proximal, rt coronary artery distal and left arterial descending and went home with no apparent problems. On 8/18/99, pt was in cath lab observed right coronary artery distal narrowed or decided to do distal right coronary artery ptca when previous stent deployed balloon used to infect area ruptured, 2nd guidewire advanced to loosen balloon from stent also become lodged. Equipment unable to be removed. Pt in or for coronary artery bypass. Equipment removal is stable.